Event description:
It was reported through a research article identifying promus everolimus eluting stents that may be related to the following events: death, major adverse events including myocardial infarction, repeat percutaneous coronary intervention (restenosis), and coronary artery bypass. Specific patient information is documented as unknown. Details are listed in the attached article titled "direct drug-eluting stenting to reduce stent restenosis".

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report#. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.